Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an alarm during the manual prime. Customer stated that the insulin pump was dropped prior to the alarm. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 322 mg/dl. No further information reported.